Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with mentor memorygel 300cc silicone breast implants which patient reported itching all over her chest and she now has migraines. Patient advised doctor's office about 1 month after surgery and it keeps getting worse. Patient is loosing sleep over the itchiness. As a result patient had the device removed on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
Device evaluation summary: during visual evaluation a tear was observed on the anterior view, measuring approximately 10.5 cm. No additional anomalies were discovered no further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).